Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator air supply pressure was zero after installation of an air gas module. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, the reported problem could be confirmed. Several sub-tests failed during the pre-use checks and several alarms were generated during ventilation testing. Investigation showed that the failures were caused by a bad soldering joint on the printed circuit board inside the gas module. The soldering joint connects the signal for the air supply pressure. The failure of the bad soldering joint lead to no gas flow in the air gas module. If this failure happens during ventilation, the oxygen gas module will handle the ventilation. The failure will be detected during pre-use checks and alarms will be activated if the failure occurs during ventilation. The root cause for why the soldering joint has failed has not been determined from this investigation.